Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: spain.

Event description:
It was reported that outside of surgery, the unit wrinkles the skin instead of stretching it. It was noted that sharpening was needed. There was no patient involvement. Due diligence is complete.

Event description:
There was no further information associated with this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g2; g3; g6; h2; h3; h4; h6 and h11. Review of the most recent repair record determined the device failed the sample mesh test during evaluation; the ratchet malfunctioned (unable to perform the up/down motion), the comb and bottom roller were damaged, and the side plates, bearings, ratchet gear, and spring pin were worn. The bottom roller, comb, ratchet gear, spring pin, side plates, and bearings were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.